Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit was confirmed via the submitted log file. The submitted log file contained 240 events spanning approximately 6 days (16mar2021 ¿ 19mar2021 per the timestamp). The fixed speed was set to 10000 rpm and the low speed limit was set to 9400 rpm. The log file captured a no external power alarm along with a low voltage hazard alarm active from (B)(6) 2021 at 23:25:48 to 23:25:52 due to a brief interruption of power. During this time, the rsoc voltage in the white and black power cable dropped below the minimum voltage threshold when connected to the mpu. The backup battery was able to provide support to the system controller and maintain the low speed limit while external power was lost. The alarm resolved itself when the rsoc voltage was restored to its expected threshold voltage. Provided information stated that the mobile power unit (mpu) will not be returning for analysis. In addition, the mpu is operational currently and the serial number of the mpu is unknown. The mpu has a v-lock connector on the a/c power cord and it is believed that the power cord came loose at the wall/outlet or at the back of the unit. The account believes that there could have been an environmental circumstance that would have affected a/c power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with dka(diabetic ketoacidosis)/pancreatitis. A log file was sent in for review which found 3 no external power events on (B)(6) 2021 while connected to the mpu. It was noted that the mpu had a v-lock connector on the ac power cord. It was thought that the power cord came loose from the wall. No additional information was provided.